Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could not be chosen due to insufficient information. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the unknown foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the customer had an increase in catheter associated urinary tract infection (cauti¿s), so they were refreshing education on incontinence management without the use of an indwelling catheter . Company representative from some of their other incontinence management products were scheduling times to make brief rounds on inpatient units to refresh knowledge of available products and proper use of the incontinence products. And stated that they had a few incidents of patient harm in the form of bruising in the peri area by using purewick urine collection system. Both times there was significant bruising and there was also noted to be higher amounts of suction 150-200 mmhg. Staff have said that it takes over 100 mmhg to make the urine move through the tubing up to the suction canister. It was unknown what medical intervention was provided for catheter associated urinary tract infection. Per additional information received via email on (B)(6) 2022, it was reported that one of the patient experienced bleeding and bruising from the purewick female external catheter and the catheter was taken off and wound nurses saw it. Stated that the patient underwent treatment which was wound, triad or zinc for open areas to buttocks, intradry or miconazole powder for intertriginous dermatitis as stated in order sets. Second patient experienced bruising and no treatment was provided, suction turned down to 40 mmhg.